Event description:
It was reported that customer¿s pump battery had been discharging too quickly. There was no reported impact to the customer¿s blood glucose level. Customer did not return device and no additional information was received regarding actions taken or the outcome of the event.